Manufacturer narrative:
(B)(4). This device remains implanted and in service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a post implant follow-up, this right ventricular (rv) lead exhibited high capture threshold and loss of capture (loc) due to dislodgement. Subsequently, the patient underwent a revision procedure. The rv was successfully repositioned with good measurements. No adverse patient effects were reported.